Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The patient woke up and suffered from diabetic ketoacidosis with a blood glucose value of 414 mg/dl. She was vomiting and had abdominal pain. The patient tried to insert a new battery, but the pump did not turn anymore. The patient was brought to the hospital by a second person. She was hospitalized for one day and treated with insulin, dramamine, vonau flash, sodium and potassium. The patient stopped using the pump and switched to insulin pen.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.